Event description:
It was reported that during procedure, a first coil (subject device) was difficult to advance within the microcatheter and the coil could not reach the catheter tip. The coil was pulled back from the microcatheter and during inspection into saline water, the coil detached by itself. There were no clinical consequences to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device is not available; therefore, functional testing as well as physical analysis cannot be performed. Information available indicated that device was prepared as per directions for use (dfu) and continuous flush was maintained. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned.

Manufacturer narrative:
The device history record confirms that the device met all material, assembly and performance specifications. The coil was returned with the microcatheter (damaged at its distal end) used during the procedure. During visual inspection, the main coil was returned protruding from the introducer sheath detached from the delivery wire. The main coil was kinked/bent. No other anomalies were noted. Functional testing could not be performed due to the damage noted to the device. In the case of this complaint it is most likely that the coil was damaged during coil advancement against friction, resulting in the premature detachment within the microcatheter. This complaint appears to be associated with a product that met stryker and design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use. Therefore, an assignable cause of procedural factors will be assigned to this investigation.

Event description:
It was reported that during procedure, a first coil (subject device) was difficult to advance within the microcatheter and the coil could not reach the catheter tip. The coil was pulled back from the microcatheter and during inspection into saline water, the coil detached by itself. There were no clinical consequences to the patient.

Manufacturer narrative:
This is the first of 2 reports. Subject device is not available.

Event description:
It was reported that during procedure, a first coil (subject device) was difficult to advance within the microcatheter and the coil could not reach the catheter tip. The coil was pulled back from the microcatheter and during inspection into saline water, the coil detached by itself. There were no clinical consequences to the patient.